Manufacturer narrative:
The report that the patients ipg was revised due to ¿nearing eol¿ was confirmed. Analysis of the returned ipg found the device had displayed ¿replace generator soon¿ image but had not yet declared elective replacement indication (eri) or end of life (eol). A longevity calculation confirmed the device had normal battery depletion based on device usage. Per product analysis, this event no longer meets the reportability criteria.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient received the elective replacement indicator (eri). It is unknown if this occurred prematurely. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op. Exact date of implant is unknown. The ipg was implanted in 2022.